Event description:
It was reported that a patient had a pdc placed in (B)(6) 2022. The patient had continued axial neck pain and was revised on (B)(6) 2022. The patient was fused with a stryker reflex hybrid and tritanium c. Surgeon stated there was no problem of malfunction of the device and that the patient's symptoms were not caused by the device.

Manufacturer narrative:
It was reported that a patient had a pdc placed in (B)(6) 2022. The patient had continued axial neck pain and was revised on (B)(6) 2022. The patient was fused with a stryker reflex hybrid and tritanium c. Surgeon stated there was no problem of malfunction of the device and that the patient's symptoms were not caused by the device. A review of the device history record could not be completed as the part number and lot number of the implant were not provided. Complaint trending found that the rate of complaints to be within the rates defined in the risk documentation. The risk assessment found that the harms associated with the complaint are identified and mitigated to an acceptable level. A device evaluation could not be completed as the pdc implant was not returned for evaluation. The investigation found no anomalies associated with the complaint. The surgeon stated that there was no problem or malfunction of the device and that the patient's symptoms were not caused by the device. The removal is confirmed but the cause of the complaint is unknown. This report is for 1 of 1 devices involved in this event.